Manufacturer narrative:
The adjustable wedding band was returned for evaluation. Visual inspection identified that the inner saddle had been dislodged from its intended position. Wear was also noted on the set screw drive feature. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however it is possible that the inner saddle was subjected to higher than anticipated loading resulting in dislodgement. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior cer. And tl fusion, that the handle and head adjuster would not come apart. It was also reported that the wedding band came apart during tightening of the set screws.